Event description:
The patient had a contaminated pilon fracture on (B)(6) 2013 and was treated with external fixation. On (B)(6) 2013, the external fixation was removed and patient was implanted with a synthes tibia nail. The surgeon was unhappy with the alignment as seen on CT scan taken on (B)(6) 2013 and the patient was returned to the operating room on (B)(6) 2013 for removal and revision to an anterolateral distal tibia plate. This report is for an unknown nail. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.